Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocars leaked during a procedure. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lots for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A video of the surgery was provided and it was reviewed by the investigation site. Two 25 gauge trocars are seen and both show signs of leaking. The provided video has confirmed the report of leaking trocars. No sample was returned and the device history record review of the lot numbers provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received. The procedure type was a pars plana vitrectomy. The procedure was completed without exchanging the trocars.